Manufacturer narrative:
Date of event: used the first date of the month of the aware date as no event date was provided.

Event description:
It was reported that balloon rupture occurred. A 4.0 x40, 75cm gladiator elite balloon catheter was advanced for dilation. However, it was noted that the balloon burst along the balloon shaft length without reaching the maximum burst pressure of balloon. No patient complications were reported.

Manufacturer narrative:
B3 date of event: used the first date of the month of the aware date as no event date was provided.

Event description:
It was reported that balloon rupture occurred. A 4.0 x40, 75cm gladiator elite balloon catheter was advanced for dilation. However, it was noted that the balloon burst along the balloon shaft length without reaching the maximum burst pressure of balloon. No patient complications were reported. It was further reported that the balloon ruptured on the first inflation.

Event description:
It was reported that balloon rupture occurred. A 4.0 x40, 75cm gladiator elite balloon catheter was advanced for dilation. However, it was noted that the balloon burst along the balloon shaft length without reaching the maximum burst pressure of balloon. No patient complications were reported. It was further reported that the balloon ruptured on the first inflation.

Manufacturer narrative:
B3 date of event: used the first date of the month of the aware date as no event date was provided. B5. Describe event or problem-updated. E1. Initial reporter first name and last name- updated. D4 updated: lot number from unknown to 0029614184. Expiration date . Unique identifier (UDI) . Device evaluated by MFR.: the distal section of gladiator elite 4.0 x40, 75cm device only was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. A balloon longitudinal tear was identified beginning at the proximal balloon and extending distally across the balloon material to the distal balloon bond. A visual examination observed no issues or damage to the tip of the device. A visual and tactile examination found the shaft of the device to be separated at approximately 100mm proximal of the proximal balloon bond. The shaft displayed characteristics of having been dissected by a sharp implement as the shaft was not stretched. The proximal section of the device including the hub was not returned for analysis. A visual examination observed no issues with the markerbands of the device. Both markerbands were undamaged and present on the shaft of the device.